Manufacturer narrative:
Analysis of the system controller log file confirmed multiple low flow alarms and elevations in pump power and estimated flow; however, a specific cause for these events could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018, unexpectedly and the lvad clinician was unsure of the cause of death. The patient did have arrhythmias on ICD interrogation but they were unsure if that was the root cause. It was not believed that the death was device related. There was no unusual activity until several low flow alarms were recorded which was believed to be due to an unknown acute medical event. A log file was provided to the technical service representative appeared normal. No autopsy was performed. No additional information was provided.